Event description:
It was reported the bronchovideoscope had no image. The issue occurred during preparation for use of a diagnostic bronchoscopy procedure. The procedure was completed with a similar device with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, according to the results of the citr survey, there was no problem regarding the inability to display images of the bf scope, and it was confirmed that the risk level is equivalent to that already assumed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.